Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft detached. During a left ventricle lead positioning procedure a viking electrode catheter was selected for use. The proximal end of the viking catheter was cut and the device was advanced to the target vessel. The physician attempted to remove the catheter so contrast medium could be injected, however, it was difficult to move. The viking electrode catheter was removed and then a non-bsc guide wire was unable to cross the lesion. The physician then cut the valve and reintroduced the viking catheter. The physician had "many difficulties to move the viking into the delivery and when the viking came out from the delivery" it was noted on the fluoroscopy that a piece inside the patient. The patient was "fine" so the physician continued the procedure, utilizing another viking catheter and another "delivery." The procedure was completed with the implant of a lv lead. No patient complications were reported and the patient's status is fine.